Event description:
On (B)(6) 2011, the pt reported the display of the infusion device was blank. He noticed the issue when he attempted to bolus. He inserted a new battery with a new battery cover and the display remained blank. He stated the infusion device had not been dropped. The infusion device did not provide an alert/error message prior to the pt noticing the display was blank, unable to check alarm history. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.